Event description:
Intralipids infusing via medfusion syringe pump set at 0.8 cc/h as ordered. Then 23 co syringe hung at 2200 on 9/6. Upon doing hourly checks at 0900 on 9/7, noticed 20 cc remained in syringe, but pump was making it appear it was actually infusing. Watched syringe for the following hour, no change in volume of syringe, although pump stated volumes had been infusing. Lipids placed on a different pump, and the other pump removed from service for biomed.